Manufacturer narrative:
Only the replaced components were returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device's internal battery and power supply was observed. The device's internal battery and power supply were replaced to address the issues. The internal battery and power supply were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery failure was found to be due to a .5vdc cell imbalance. The root cause of the power supply failure was due to u1 damage.